Event description:
It was reported that a novum iq large volume pump was underinfusing (infusing under range). This issue was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under infusion" was not reproduced. A flow rate accuracy test was performed and had passing results. The pump was able to successfully infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.